Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6), 2018 with 1 episode of non-sustained ventricular oversensing on the implantable cardioverter defibrillator. The oversensing was due to post paced t-wave oversensing. Programming changes were suggested but not made. The patient was stable and would continue with regular follow ups.